Event description:
During hvad implantation the patient experience refractory right ventricular failure that failed to respond to extracorporeal membrane oxygenation. Care was withdrawn and the patient expired. The surgeon notes that the right ventricular failure was a result of acidosis, vasoplegia and a long cardiopulmonary bypass run. Per the physician, the event is unrelated to the device. An autopsy was not performed therefore the device will not be returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that the patient expired during hvad implantation. Event details indicate that after the pump was implanted the team experienced difficulty weaning the patient from bypass and extracorporeal membrane oxygenation was initiated; treatment was withdrawn after difficulties persisted and the patient subsequently expired. The surgeon noted that the pump worked as expected and the patient's death was due to "an unfortunate conspiracy of adverse surgical, acidotic & vasoplegic issues". The device was not returned to the manufacturer for evaluation as the device remains implanted; no autopsy was performed. Right heart failure is a known potential adverse event associated with lvads as outlined in the IFU. A possible root cause of the reported "clinical adverse event' may be attributed to patient comorbidities in addition to a long bypass run. Review of the available clinical data and the device history records indicate there is no indication of any device manufacturing or performance issues related to the events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.